Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, a third-party service agent observed that the device was missing the lid magnet. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the observed issue. The device's battery and lid were replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.